Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the dealer representative on the v60 indicating that there was some kind of power-related abnormality during use on a patient. It was also noted that the nurse could not confirm the details of the alarm. The device continued to operate fine. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device and confirmed some alarm did sound at the time of the event, but the alarm name is unknown. The hospital mechanical engineer (me) replaced the power cord and confirmed that the device can be used without an issue. Therefore, the device was not retrieved, and they are continuously using it with no further issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.